Event description:
It was reported the pt felt a tingling sensation at the ipg site after he had turned off his ipg for two days. Diagnostic testing revealed normal impedance readings on all lead contacts. It was reported an x-ray of the pt's system will possibly be taken.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.